Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the gum technique deep clean toothbrush and the bristles started to fall out in his mouth and one bristle had been lodged in his throat and he managed to remove the bristle.